Manufacturer narrative:
(B)(4). Date sent: 9/3/2024 d4: batch #y70175 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was received with a clip in jaws and with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed eight(8) malformed clip and then it ejected five(5) clips. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the camplate was found to be broken causing the malformed and ejected clips. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch y70175 number, and no non-conformances were identified.

Event description:
It was reported that during a bilateral diep reconstruction procedure that two clip appliers of the same lot malfunctioned. The devices were deployed scissored clips. First device delivered multiple correct clips before the misfire and the second misfired on the first attempt. A third device of a different lot was used to continue with the procedure. There were no adverse consequences for the patient.